Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter struts protruding beyond the wall of the inferior vena cava up to 3 to 4 mm, consistent with perforation. There was no evidence for leakage or pseudoaneurysm formation. One of the medial struts abutted the medial wall of the infrarenal abdominal aorta.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter struts protruding beyond the wall of the inferior vena cava up to 3 to 4 mm, consistent with perforation. There was no evidence for leakage or pseudoaneurysm formation. One of the medial struts abutted the medial wall of the infrarenal abdominal aorta.